Event description:
The customer's mother reported on (B)(6) 2014 at 9:47 pm her daughter activated a new pod and on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history is as follows: at 11:06 pm, the pod was then deactivated and he noticed the cannula did not inserted correctly into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.